Event description:
Patient reported left side with "left intracapsular liquid collection, small amount, no clinical significance. Left implant has undulations in the contour and prominent folds, but no signs of rupture. Linearities are observed within the right implant representing intracapsular rupture associated with apparent extracapsular rupture." Devices remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported MRI showing left side ¿intracapsular liquid collection, small amount, no clinical significance¿, implant ¿undulations¿, implant with prominent folds, and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.